Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter in two pieces. Tactile inspection and visual inspection was performed. The balloon was tightly folded with contrast on the unit. The hypotube shaft was broken 63 cm from the tip. There were numerous hypotube kinks. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts revealed numerous kinks. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.5mm x 8mm quantum maverick balloon catheter was advanced to dilate the target lesion. However, the mid shaft of the balloon delivery system was fractured. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that shaft break occurred. A 2.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to dilate the target lesion. However, the mid shaft of the balloon delivery system was fractured. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).